Manufacturer narrative:
Based on the user facility information, non-resorbable material may have been left unretrieved in the patient's body (B)(4). The event description indicates there was blood loss although the estimated amount could not be determined. Upon receipt of the device by the manufacturing facility, it was confirmed that the catheter portion was missing from the hub. Microscopic evaluation confirmed that the caulking pin, which holds the catheter in place, was in the correct position. Evaluation also revealed deformation of the insertion point of the tip of the hub. A test sample from the involved product code was used to intentionally simulate the observed damage to the returned device. The results confirmed that the insertion point of the tip of the hub was deformed when the catheter was pulled at an extreme angle. The exact lot number is not known, however, 8 possible lot numbers were identified. A review of the device history records confirmed that there were no production related problems for the potential lot numbers. A review of the complaint files confirmed that the potential lot numbers have not been reported previously. There is no indication that there was any relation to a device defect or malfunction. Although the cause of the reported event cannot be definitively determined based upon the available information, the appearance of the returned sample is most consistent with the catheter having been pulled at an extreme angle. The device labeling does address the potential for such an event with statements such as, "do not pull the catheter with excessive force, do not push the catheter with excessive force, do not bend the catheter, the catheter might be broken and/or come off the connecting part. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that the distal portion of the IV catheter tubing became detached during use. The following information was provided by the user facility: the catheter was applied to the patient while in the emergency room and the infusion was started after the patient was moved to an inpatient room; approximately 24 hours after placement a nurse discovered that the infusion line separated from the patient; only the hub of the device was found remaining next to the patient on the hospital bed; an ultrasound was performed but the missing catheter portion could not be located; as a result of the event some blood loss did occur from the insertion site, however, an estimated volume was not provided.